Manufacturer narrative:
This literature case describes the occurrence of fallopian tube necrosis ("necrosis of proximal part of the right fallopian tube"), uterine necrosis ("necrosis of the internal half of the myometrium going from the cervix to the fundus of the uterus/complete necrosis of the myometrium of the uterine dome, the right cornua"), peritonitis ("diffuse peritonitis with a leak in one of the ileal sutures") and gastrointestinal injury ("leak in one of the ileal sutures / small bowel perforations/contact ileal perforations via ischemic necrosis") in a (B)(6) year-old female patient who had essure (batch no. C68122) inserted for menorrhagia and female sterilization. The occurrence of additional non-serious events is detailed below. Literature reference: renou m; gaudin s; allio n; drevet c; darcel f, severe complication following bipolar radiofrequency endometrial ablation immediately after placement of essure micro-inserts: a case report, european journal of obstetrics & gynecology and reproductive biology, 2017, not available:not available. Other product or product use issues identified: medical device monitoring error "essure micro-insert procedure followed by immediate endometrial ablation by novasure" on (b)(7) 2015. The patient's past medical history included pregnancy and delivery. No ectopic pregnancy. No c-section. Patient was not breastfeeding at time of insertion. Previously administered products included for an unreported indication: previous iud. Concurrent conditions included multiple sclerosis and general anesthesia on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("not much intense abdominal pain"). On an unknown date, the patient experienced fallopian tube necrosis (seriousness criteria hospitalization and intervention required) with abdominal pain, uterine necrosis (seriousness criteria hospitalization and intervention required), peritonitis (seriousness criteria hospitalization and intervention required) and gastrointestinal injury (seriousness criteria hospitalization and intervention required). The patient was treated with paracetamol, ketoprofen (bi-profenid), surgery (total hysterectomy with bilateral salpingectomy. Two days later, second laparoscopy: a small bowel resection and ileostomy were performed. Restoration of bowel continuity on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube necrosis, uterine necrosis, peritonitis, gastrointestinal injury and procedural pain had resolved with sequelae. The reporter considered fallopian tube necrosis, gastrointestinal injury, procedural pain, peritonitis and uterine necrosis to be related to essure. The reporter commented: essure insertion was performed while on ludeal ge (levonorgestrel and ethinylestradiol). The insertion was easy. The visualization of tubal os was easy. Author reported severe complication following bipolar radiofrequency endometrial ablation immediately after placement of essure micro-inserts. The essure micro-inserts were found correctly placed, but there was a digestive perforation via ischemic necrosis following associated novasure. Date of diagnosis reported as (B)(6) 2017 (discrepant date provided) by laparoscopy. Essure was removed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Laparoscopy - on (B)(6) 2015: right small intestine perforation on (B)(6) 2015: no abnormal uterine findings prior to essure insertion. (B)(6) 2015: pathology results: ischemic necrosis of the whole thickness of the myometrium of uterine vault of right uterine horn and of the proximal part of right fallopian tube. Contact ileal perforations via ischemic necrosis. On hysterectomy sample essure coils were in correct position in both fallopian tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred terms: fallopian tube necrosis. The analysis in the global safety database revealed 2 cases. Uterine necrosis. The analysis in the global safety database revealed 3 cases. Peritonitis. The analysis in the global safety database revealed 10 cases. Gastrointestinal injury. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: uterine/tubal perforation questionnaire received: patient's relevant information added. Essure insertion date and lot number added. New events added: "not much intense abdominal pain during insertion" and "abdominal pain". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This literature case describes the occurrence of fallopian tube necrosis ("necrosis of proximal part of the right fallopian tube"), uterine necrosis ("necrosis of the internal half of the myometrium going from the cervix to the fundus of the uterus/complete necrosis of the myometrium of the uterine dome, the right cornua"), peritonitis ("diffuse peritonitis with a leak in one of the ileal sutures") and gastrointestinal injury ("leak in one of the ileal sutures / small bowel perforations") in a (B)(6) female patient who had essure (batch no. Unknown) inserted for menorrhagia and sterilization. Literature reference: renou m; gaudin s; allio n; drevet c; darcel f, severe complication following bipolar radiofrequency endometrial ablation immediately after placement of essure micro-inserts: a case report, european journal of obstetrics & gynecology and reproductive biology, 2017, xxx:xx-xx. Other product or product use issues identified: medical device monitoring error "essure micro-insert procedure followed by immediate endometrial ablation by novasure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube necrosis (seriousness criteria hospitalization and intervention required), uterine necrosis (seriousness criteria hospitalization and intervention required), peritonitis (seriousness criteria hospitalization and intervention required) and gastrointestinal injury (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy was performed), surgery (total hysterectomy with bilateral salpingectomy was performed), surgery (second laparoscopy performed) and surgery (bowel resection and ileostomy). At the time of the report, the fallopian tube necrosis, uterine necrosis, peritonitis and gastrointestinal injury outcome was unknown. The reporter considered fallopian tube necrosis, gastrointestinal injury, peritonitis and uterine necrosis to be related to essure. The reporter commented: author reported severe complication following bipolar radiofrequency endometrial ablation immediately after placement of essure micro-inserts. The essure micro-inserts were found correctly placed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred terms: fallopian tube necrosis. The analysis in the global safety database revealed 3 cases. Uterine necrosis. The analysis in the global safety database revealed 4 cases. Peritonitis. The analysis in the global safety database revealed 11 cases. Gastrointestinal injury. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.